Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the reflux was not responding when in the extrusion step. The staff reassigned the foot pedal switch and the reflux worked. There was no patient harm.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer received phone support to troubleshoot the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 12, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer not plugging the power switch into the socket correctly. (B)(4).